Event description:
Customer reported, the images are blurred and the kv and ma go to max. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards. System operates as intended.